Event description:
In late 2007, the pt underwent catheter replacement. The old catheter was tied off and left in place. In 2008, the pt experienced swelling near the catheter pathway. The pt experienced a csf leak with intermittent edema at the back incision due to leakage from the retained catheter fragment. The retained catheter was removed during wound exploration. The pt recovered without sequela. The patient's pump contained fentanyl 2600 mcg/ml at 1100 mcg/day and bupivacaine 24 mg/ml at 10 mg/day.